Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a large decrease in battery longevity. Although data analysis was not completed, device replacement was recommended. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.